Event description:
The customer received a high questionable carbohydrate antigen 19-9 (ca 19-9) result for one patient sample. The result obtained on a cobas e411 disk serial number (B)(4) was approximately 2000 u/ml. The specific date of testing by the customer was not provided. On (B)(6) 2014, the sample was submitted for investigation and the result on cobas e411 serial number (B)(4) was >1000 u/ml. With a 1:5 dilution, the result was 669.2 u/ml (calculated value: 3346 u/ml). The sample was treated with neuraminidase the recovery rate was <0.012 % (<0.6 u/ml). On (B)(6) 2014, the sample was sent to another laboratory and tested on lumipulse. With a 1:100 dilution, the result was 9100 u/ml. The initial investigation found the customer's result was reproducible and there was no indication of a non-specific reaction. It was assumed that the patient sample contained a very high concentration of ca19-9. All of the results were provided to the customer. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Further investigation could not identify any interfering substance in the sample. The high results were determined to be correct.